Manufacturer narrative:
Concomitant products: d314trg, crt-d, implanted: (B)(6) 2013.

Event description:
The patient's partner reported that two leads were damaged during an ablation procedure. It could not be determined if any damage actually occurred or which leads may have been damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.